Manufacturer narrative:
E1: initial reporter phone #; (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. Bd received two photos for investigation. The photos showed a tube with a broken bottom that leaked blood. Based on this photo evidence, bd can confirm the reported defect. A visual inspection was performed on 30 retained samples from each batch, and all were found to be free of damage. Additionally, 10 retained samples from each batch underwent functional testing for brittleness, and all passed without failure. A review of the device history records for the incident lots confirmed that all product specifications and lot release requirements were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored. Our business team regularly reviews collected data to identify any emerging trends.

Event description:
2 of 2: it was reported that when using one (1) bd vacutainer® sst¿, the tube was cracked, causing blood leakage. No adverse impact was reported regarding the patient or user.